Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient presented for left knee surgery. Surgeon used a second tibial insert because he could not get the first one to lock in to the tibial tray properly.